Event description:
The audiologist reported affected channels during in situ testing. No trauma was reported. The recipient uses her processor except when confronted with strong noises, then she removes it. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: based on received information, the reason for the observed in situ testing results could not be determined. An investigation to the explanted device is required to determine a root cause. However, the device remains implanted and in use.

Event description:
The audiologist reported affected channels during in situ testing. No trauma was reported. The recipient uses her processor except when confronted with strong noises, then she removes it. Further patient's evaluation and testing will be conducted by the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist reported affected channels during in situ testing. No trauma was reported. The recipient uses her processor except when confronted with strong noises, then she removes it. Patient will be monitored.